Manufacturer narrative:
As reported, during a bilateral laparoscopic inguinal hernia repair procedure, the optifix device stuck to the mesh. A grasper was used to release the mesh and the subsequent tacks did not aid in securing the mesh. The sample has been returned for evaluation. Evaluation of the sample confirmed bent guide wire/backup tabs. This is not indicative of the as manufactured condition. Functional evaluation of the sample resulted in the successful deployment of fasteners. No manufacturing anomalies were noted. The guide wire and back up tabs on the device were found to be bent from applied forces when in use. Based on the sample evaluation and investigation performed, the root cause is most reasonably determined to be use-related. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in mar 2020. The instruction for use (IFU) provided with this device states, "the instruction for use (IFU) provided with this device states: take the optifix" absorbable fixation system out of the sterile package using sterile technique. Bring the prosthesis (mesh) or tissue into position. For tissue approximation, be sure that adequate overlap of tissue exists. For laparoscopic ventral hernia repair it is recommended to reduce the pneumoperitoneum appropriately for better abdominal wall compliance and optimal fastener depth penetration. Place the tip of the optifix" absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. Sample evaluated.

Event description:
Per (B)(4): it was reported that on (B)(6) 2020, during a bilateral laparoscopic inguinal hernia repair procedure the optifix device stuck to the mesh when used, thus requiring the use of a laparoscopic grasper to assist in releasing it without causing trauma to mesh. Also the subsequent tacks did not aid in securing the mesh. As reported, a new device was used to complete the case. There was no reported patient harm, or injury. The surgeon was an experienced user of the device.